Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 03/dec/2018 a vicmo 12.1, -14.00 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and back up lens implanted during initial surgery, on (B)(6) 2018. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: added report type product problem. Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn.